Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible on the battery cap, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/07/2017 with the following findings: a review of the pump black box data showed unexpected pump reboots. During visual inspection of the pump, it was observed that the battery compartment had two cracks. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A test battery cap was also unable to secure to the pump properly. There were no pump reboots duplicated during this time with the test battery cap. The pump cover was removed and there were no intermittent condition found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.